Manufacturer narrative:
Patient information: glasgow coma scale - 3, unwitnessed cardiac arrest (B)(6) 2019.

Event description:
The customer reported that at 17:51 the piggyback infusion of fentanyl 250ml bag was initiated to infuse at a rate of 2.5cc/hour. At 00:25, the nurse entered the patient's room and noticed that the fentanyl infusion bag was nearly empty with only 20ml remaining in the IV bag. There were also propofol and normal saline infusing at the time at unknown rates. Upon assessment, it was found that the pump was programmed correctly, but it was noted that the fentanyl was observed to be dripping at a faster rate through the drip chamber. The patient was on several continuous monitoring devices with no additional treatments or interventions required to counteract the event. However, the involved patient suffered an unwitnessed cardiac arrest with a prolonged resuscitation 2 days prior to this event that resulted in the patient experiencing severe hypoxic injury with a glasgow coma scale of 3. The family decided to discontinue life support and the patient expired a few hours later.

Manufacturer narrative:
Continued from event occurred in biomed site lead. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 17:51 a fentanyl 250ml bag was initiated to infuse at a rate of 2.5cc/hour. At 00:25, the nurse entered the patient's room and noticed that the fentanyl infusion bag was nearly empty with only 20ml remaining in the IV bag. Upon assessment, it was found that the pump was programmed correctly, but it was noted that the fentanyl was observed to be dripping at a faster rate through the drip chamber. There was no report of patient harm.

Event description:
The customer reported that at 17:51 the piggyback infusion of fentanyl 250ml bag was initiated to infuse at a rate of 2.5cc/hour. At 00:25, the nurse entered the patient's room and noticed that the fentanyl infusion bag was nearly empty with only 20ml remaining in the IV bag. Upon assessment, it was found that the pump was programmed correctly, but it was noted that the fentanyl was observed to be dripping at a faster rate through the drip chamber. The patient was on several continuous monitoring devices with no additional treatments or interventions required to counteract the event resulting in no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of fentanyl was confirmed. Physical inspection of the device showed the pivot latch screw was backed out, causing a loose door latch. Log analysis shows that on (B)(6) 2018 at 5:59 pm, the pump module was programmed to infuse fentanyl with a concentration of 10mcg/ml, an entered dose of 25mcg/hr, and vtbi of 200 ml. The default rate was 2.5ml/hr. The infusion continued until 12:23 am on (B)(6) 2018 when the unit was paused and then channeled off. The volume infused was recorded at 15.976ml. Rate accuracy testing was performed and the device was out of specification on the low side. After successful calibration the device was infusing within specification. A module was then added to the right side of the device to simulate the concomitant set-up at the time of the reported event. After the suspect device door latch was closed, the backed out pivot latch screw section was observed wedged on the adjacent module, inadvertently preventing proper door closure and resulting in unregulated flow. When the adjacent module was removed the suspect module door was able to be properly closed with no further unregulated flow. The proximate cause of the over infusion of fentanyl is believed to be a backed out pivot latch screw on the door latch. The root cause of the backed out pivot latch screw was not determined.

Event description:
The customer reported that at 17:51 the piggyback infusion of fentanyl 250ml bag was initiated to infuse at a rate of 2.5cc/hour. At 00:25, the nurse entered the patient's room and noticed that the fentanyl infusion bag was nearly empty with only 20ml remaining in the IV bag. Upon assessment, it was found that the pump was programmed correctly, but it was noted that the fentanyl was observed to be dripping at a faster rate through the drip chamber. The patient was on several continuous monitoring devices with no additional treatments or interventions required to counteract the event resulting in no patient harm.